Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of clip failed to deploy. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the outer sheath was not returned and the device had evidence of a full deployment. Microscope examination was performed, and it was found that the bushing was deformed. Dimensional examination was performed on the outside diameter of the bushing , and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specification. No other issues with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed for the bleeding of post polypectomy site. The exact date of the procedure was not provided. During the procedure, the clip failed to deploy. The same issue happened to the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed for the bleeding of post polypectomy site. The exact date of the procedure was not provided. During the procedure, the clip failed to deploy. The same issue happened to the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date 01nov2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of clip failed to deploy. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the outer sheath was not returned and the device had evidence of a full deployment. Microscope examination was performed, and it was found that the bushing was deformed. Dimensional examination was performed on the outside diameter of the bushing, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specification. It was also noted that the bushing locking tabs measurement were symmetric. No other problems with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed for the bleeding of post polypectomy site. The exact date of the procedure was not provided. During the procedure, the clip failed to deploy. The same issue happened to the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.